Event description:
On (B)(6) 2023, the surgeon performed and successfully completed cataract surgery without any injuries in left eye. On (B)(6) 2023, a postoperative examination of the left eye showed no abnormalities, and the visual acuity was measured at 1.2. Subsequently on (B)(6) 2023, the left eye exhibited inflammatory cells (+2), and the patient reported reduced vision. Treatment involved administering a subconjunctival injection of rinderon, resulting in slight symptom improvement. Furthermore, anterior chamber irrigation and vitreous surgery were conducted. It is uncertain whether the identification of the gonococcus was performed (asku). The patient did not complain of eye pain. Material is not available as the lenses remain implanted. No further details were provided. This report is for the left eye (os) of the patient. A separate report is being submitted for the right eye of the patient.

Manufacturer narrative:
Correction: complete re-writing of b5 description of the event field to only describe what occurred to the left eye.

Manufacturer narrative:
Section a2 - age/date of birth: the exact date of birth is unknown. Section a4 - patient weight: unknown, not provided. Section b3 - date of event: exact date does not apply, shortly after the implantation on (B)(6) 2023. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that deposited fibrin and reduced vision had developed in a patient who had undergone cataract surgery on both eye on (B)(6) 2023. On (B)(6) 2023, the surgeon performed and successfully completed cataract surgery without any injuries. The following day, (B)(6) 2023, a postoperative examination of the right eye revealed the presence of inflammatory cells (+2) and deposited fibrin. To address this, the patient received a subconjunctival injection of rinderon. Although the symptoms were monitored, no improvement was observed. The patient did not report any eye pain. Additionally, cataract surgery was performed on the left eye, which was successfully completed without any injuries. On (B)(6) 2023, a postoperative examination of the left eye showed no abnormalities, and the visual acuity was measured at 1.2. Subsequently on (B)(6) 2023, the left eye exhibited inflammatory cells (+2), and the patient reported reduced vision. Treatment involved administering a subconjunctival injection of rinderon, resulting in slight symptom improvement. Furthermore, anterior chamber irrigation and vitreous surgery were conducted. It is uncertain whether the identification of the gonococcus was performed (asku). The patient did not complain of eye pain. Material is not available as the lenses remain implanted. No further details were provided. This report is for the left eye (os) of the patient. A separate report is being submitted for the right eye of the patient.